Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was 150 mg/dl. The customer will revert to manual injections for insulin therapy; however, a replacement pump was sent to the customer.